Event description:
The customer reported that this unit is having boot looping issues. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit is having boot looping issues. The customer wanted to purchase new hard drives; however, technical support (ts) informed the customer that nihon kohden (nk) is no longer shipping configured hard drives. Ts informed the customer that their only option is to send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for andre to call me back with this information. Attempt # 3: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for andre to call me back with this information.

Event description:
The customer reported that this unit is having boot looping issues. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is having boot looping issues. The customer wanted to purchase new hard drives; however, technical support (ts) informed the customer that nihon kohden (nk) is no longer shipping configured hard drives. Ts informed the customer that their only option is to send in the unit to be repaired. There was no patient injury reported. Investigation summary: the returned device was evaluated and the reported issue was duplicated. The root cause for the reported issue was determined to be a hard drive failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/15/2025 I called andre to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for andre to call me back with this information. Attempt # 3: 09/17/2025 I called andre to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for andre to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.